Manufacturer narrative:
A ge service rep performed an on-site investigation. The generator interface board and the power cap module were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that there was a saturation fault error. This may prevent the system from booting up. There is no report of injury or death associated with the event described in this complaint.